Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37082, ,serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3487a-56, lot# v167854, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v167854, implanted: (B)(6) 2008, explanted: (B)(6) 2013,product type lead. (B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was no pain relief. No abnormal impedances noted. The device was explanted. It was noted, the patient did not require hospitalization due to the event.

Event description:
It was reported that the entire system was explanted due to a loss of therapeutic effect. It was stated that the therapy worked 'for a while, but after a couple years it was not helping the pain.' It was noted that 'the wires and ins (implantable neurostimulator) were all removed.' There was no additional information reported. The patient's outcome was unknown.